Event description:
It was reported that occlusion alarms occurred. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.